Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was not able to urinate on their own. According to the caller the patient tried to use the bathroom last night and nothing came out, but when the patient catheterized 15 oz came out. The patient tried to go to the bathroom again this morning and nothing came out, but after catheterizing 10 oz came out. At the time of the call the patient did not feel stimulation and therapy was confirmed to be turned on. According to the caller the patient felt "a little heat." When the patient left their healthcare provider (hcp) office stimulation was set to 2.5 and the patient was set to 4.9 at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.